Manufacturer narrative:
Additional information: d9, g3, h1, h3, h6. Complaint allegation is confirmed. One unpackaged 0322-000 bullet nose, 3.2mm parallel pin guide (part of the 9913-000 7.0mm cannulated screw system case) batch number: 240504 was received for investigation. Visual evaluation of the returned device noted that a k-wire was stuck within one of the holes of the 0322-000 bullet nose, 3.2mm parallel pin guide. Further visual evaluation noted damage to the surface of the device and it was noted that the k-wire was bent and damaged within the device. Functional testing was not able to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the mating k-wire device during use. Refer to investigation photos. Correction: h1 to n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon receiving additional information that clarified the event, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.

Event description:
Additional information was received on 05/28/2025: this issue occurred outside the patient during use. The guide malfunctioned externally, and the wire stuck on the skin's surface rather than inside the patient.

Manufacturer narrative:
Additional information: b3, b5, h3, h6.

Event description:
Additional information was received on 05/01/2025: on (B)(6)2025, a closed reduction percutaneous pinning of a hip fracture was performed. The procedure was completed using a freehand technique, utilizing a single-hole pin guide for k-wires rather than a bullet nose guide. The case was completed using the single guide: 0615-000 sheath with 0319-000 pin guide. A brief delay of approximately 2-3 minutes occurred while attempting to remove the wire from the guide. Various instruments, including a mallet, were used to assist in extraction before proceeding with the case. No additional anesthesia was administered, and no adverse effects related to the issue have been reported for the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via sems- 06839528 that an 0322-000 parallel pin guide, bullet nose, 3.2mm (part of the 9913-000 7.0mm cannulated screw system case) malfunctioned during a case. The k-wire guide within the 7.0 cannulated screw set appeared to get cold welded with a k-wire. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.